Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving an unknown drug, unknown concentration at unknown dose via intrathecal drug delivery pump for unknown indication for use. It was reported that the patient's neuro pump was already removed due to infection. She couldn't remember the exact date of explant ((B)(6) 2016). No further complications were reported.